Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported ventilator inoperative was unable to be duplicated. It was revealed that the log had been recorded incorrectly. The device's main board was replaced to resolve the issue. A life related smell was also confirmed. Therefore, the blower, outlet flow path and inlet foam were replaced.